Event description:
The facility initially reported lint/fibers in the custom pak. F/u with customer: initial cataract surgery was in 2006. One day post-op the physician thought there was a little fiber of cortico material remaining in the eye. The physician saw pt again the beginning of the next week (six days later) and didn't like the size of the material remaining in the eye. Pt was taken back to or the following day. The dr was able to remove the material with forceps and it was sent to the hosp pathology lab for analysis. The pt is doing just fine, the eye is quiet and vision is good.

Manufacturer narrative:
Investigation is in progress.